Event description:
Additional information received from a healthcare professional of a clinical study reported that there had been left porencephalia. There was a reduction, not completely in the CT on (B)(6) 2015. The outcome was recovering/remission. This was not a health hazard.

Event description:
Follow up information confirmed that there was no detailed information about the exact location of the issue only that there was a cavity around the lead. There were no new symptoms due to the porencephalia. It was also reported that the physician determined there was no health damage with the porencephalia and no planned treatment. The patient outcome was noted as ¿not recovered.¿ if additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient outcome was recovering/remission. There was no possibility that the porencephaly was congenital and patient had not experienced any events that may lead to onset of porencephaly. No malfunction or adverse events. Information was removed. It is unclear what happened and follow up is being conducted to confirm removal. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received in regards to information about porencephalia being removed indicated that there were two reports which porencephalia was on and it was removed on the second one. It was confirmed porencephalia happened during first 6 months after implant and the second report indicated it happened after 6 months to 1 year after implant however it had not happened after 6 months - 1 year after implant and was therefore removed from that report.

Event description:
It was reported that during a follow-up CT it was determined that porencephalia occurred. The outcome was noted as not recovered. No measures were taken. The event was caused around the site where the implantable neurostimulator (ins) system was implanted. A CT scan confirmed that there was no anomaly. There was causality with the event and the lead.

Event description:
Additional information received reported that the event was not serious. There was no lead replacement or relocation and no CT examination. The event occurred near the area of the implanted lead. The outcome was not recovered.

Manufacturer narrative:
Product ID 3387s-40, serial# unknown; product type lead product ID 3387s-40 lot# serial# unknown; product type lead product ID neu_unknown_ext, serial# unk; product type extension product ID neu_unknown_ext, serial# unknown; product type. (B)(4).